Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient faced infusion set leak at the quick release on 24-feb-2026 due to quick release was not tightly connected. No further information is available.